Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported by the customer the plastic container broke. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # p9471x. The device was returned non sterile and with no apparent damage. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident that the plastic container broke. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.